Event description:
Reporter alleged obtaining the results of 120 mg/dl, 370 mg/dl and 267 mg/dl back to back within 10 minutes on the mobile system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product. Reporter stated that the strips were no longer available, so no product will be returned for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).